Event description:
It was reported that the patient experienced perforation by the aorta, a drop in blood pressure, and pericardial effusion. During a concomitant pulse field ablation (pfa) and left-atrial appendage closure (laac) procedure a faradrive sheath was used. Ablation with the farawave catheter had been completed, then the faradrive was exchanged for a watchman sheath to continue with the laac. A transesophageal echocardiogram (tee) was taken to measure the appendage, but then a roughly 2 cm pericardial effusion was observed on the imaging and blood pressure was dropping steadily for about 5 minutes. The observed perforation appeared to be by the aorta. A pericardiocentesis kit was used to drain the pericardial space, after which the effusion space decreased and blood pressure went back up. The ablation portion of the procedure was completed successfully, though the laac was cancelled due to the effusion. The patient was hospitalized after the procedure but is expected to fully recover, and was noted to be doing well. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.